Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The report that the ipg was at eol was confirmed. The device was returned with a depleted battery. The device was recovered using an external battery. Analysis of the returned ipg found the device declared eri and eol. A longevity calculation confirmed normal battery depletion based on average device usage. The root cause of the reported issue was due to normal battery depletion.